Event description:
This is a case report received by baxter (B)(4) from baxter (B)(4). It was reported by a baxter (B)(4) physician that during the last two weeks, a patient reported cloudy effluents had sometimes occurred during pd therapy. The following information was received from a (B)(6) physician (B)(6) 2010. The patient started continuous ambulatory peritoneal dialysis(capd) with dianeal pd1 on (B)(6) 2010. On (B)(6) 2010, the patient presented with cloudy pd effluent. On (B)(6) 2010, samples of the effluent were obtained for analysis. The patient was diagnosed with sterile peritonitis, but was not hospitalized or treated with antibiotics. The physician documented the cause as related to the dianeal solution and devices that the patient had used. It was reported that the effluent cleared the day after the patient exchanged lots of the dianeal. The patient used extraneal concomitantly with dianeal therapy and was fully recovered at the time of the report.

Manufacturer narrative:
(B)(4) - the devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.